Event description:
It was reported that the patient was admitted (B)(6) 2023 for recurrent mediastinitis which was then complicated by vancomycin-resistant enterococcus faecium (vre) empyema and hemothorax. During this admission the patient underwent a sternal debridement with wound vacuum-assisted closure (vac) placement and left video-assisted thoracic surgery (vats) decortication and washout on (B)(6) 2023. The patient then underwent a left thoracotomy, left pleural decortication, bronchoscopy, and sternal wound vac change on (B)(6) 2023. On (B)(6) 2023, the patient had an emergent bedside chest tube placed for the acquired unstable hemothorax. Finally, on (B)(6) 2023 the patient underwent a repeat left vats washout and decortication and sternal wire removal. The patient was discharged home on (B)(6) 2023 to complete intravenous antibiotics, continue sternal wound care, and rehabilitate. The patient refused skilled nursing facility (snf). The patient reported multiple falls at home with no injury. The patient completed IV antibiotics and was placed on long-term suppressive antibiotics, chronic omadacycline. The patient had a follow-up chest x-ray and computed tomography scan which were reviewed by the thoracic surgeon who stated nothing needed to be done.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection and bleeding could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2024 when they expired due to infection as reported in MFR #: 2916596-2024-01547. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the hm 3 patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection and bleeding, that may be associated with the use of hm 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. The patient handbook provides care instructions about preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.